Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient presented with red, irritated, and photophobia in the right eye one week post lasik. The topical steroid drop dosage was increased and the patient will be seen in follow up at a later date. Additional information requested.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).